Manufacturer narrative:
The device was returned for evaluation therefore, concomitant medical products has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and verified the reported issue. An internal inspection of the device was performed, and it was observed that the system pcb assembly/interface pcb assembly flex cable was not connected. The flex cable was reconnected and the device was then able to power on. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to power on. The customer advised that a known good battery was installed and the device was connected to ac power, however the device would not power on. Here was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and a quote to repair their device. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to power on. The customer advised that a known good battery was installed and the device was connected to ac power, however the device would not power on. Here was no patient use associated with the reported event.